Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor was successfully removed during second attempt. The patient did not report any serious injuries. This incident does not require any further investigation.

Event description:
Senseonics was recently made aware of an incident where the physician was unable to remove the eversense sensor. The patient visited another healthcare facility where the eversense sensor was successfully removed during the second removal attempt.